Event description:
It was reported that the patient's heart rate is below the programmed lower rate with left bundle branch block (lbbb) and every other beat is safety pacing. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 lead; 457445 lead, implanted: (B)(6) 2013. (B)(4).